Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the absolute pro stent (5.0 x 60 mm), it was observed that the struts of the stent were exposed. The device was not used on the patient. The procedure was completed with an absolute pro stent (5.0 x 80 mm) followed by post-dilatation with an armada balloon (4.0 x 60 mm). The patient is reported to be doing fine. There was no reported clinically significant delay in the procedure. No additional information was provided.